Event description:
It was reported the patient came to see the physician from another practice. A motor stall occurred; confirmed on session data report. It was noted that a stall occurred in february. The elective replacement indicator (eri) was 4 months. The device was replaced. The device system was used to deliver morphine, bupivacaine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product typ catheter. (B)(4): analysis of the pump revealed a gear train anomaly of corrosion. Analysis of the partially returned catheter revealed catheter incomplete; returned in segments, no significant anomaly.

Event description:
Additional information received that the event was caused by the pump from the motor stall and the stall did not recover. It was indicated that the cause of the stall was unknown. The patient experienced a loss of pain control and it was noted to be a non-serious injury/illness.

Manufacturer narrative:
(B)(4)